Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unk date at another hosp. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that due to disease progression, the iliac limb separated from the contralateral limb of the bifurcated stent graft, resulting in a type iii endoleak. The decision was made to treat this with a talent converter and do a femoral to femoral bypass. The converter was implanted; however, there was an unk endoleak present (MFR # 2953200-2010-00959). The physician elected to place a palmaz stent and re-ballooned but the unk endoleak did not resolve. The CT performed 48 hours post implant revealed that there are no endoleaks present. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results: endoleak; disease progression. Eval conclusion: disease progression.